Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture, cyst and " multiple silicon laden axillary nodes noted."

Event description:
Healthcare professional reported right side rupture, cyst and " multiple silicon laden axillary nodes noted." The device has been explanted and replaced with a non-allergan device.